Manufacturer narrative:
The device history record was reviewed and shows evidence that the product was released according to all established procedures and qa. One used sample was received for evaluation. The sample was visually inspected and the device meet the configuration of the product. A functional test was performed; the sample was cleaned and the remaining formula was removed from the device. After the clean, the priming process was initiated. No issues were presented; the device functioned as intended during testing no issues or alarms were found during this process. Since the reported issue could not be duplicated, a root cause could not be determined. No corrective actions will apply since failure mode was not confirmed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a feeding set. The customer reports the feeding set presented blockage; the set was unable to prime with parenteral nutrition. The pump alarmed and once the set was changed, the machine worked properly. There was no patient involvement.